Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to inflate was confirmed. The leak was also confirmed, which was due to several tears found in the innermember, proximal to the balloon. Based on visual dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: wizzard3, xtr, sion, guide cath: heartrail 7f. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, and totally occluded mid left anterior descending artery. A non-abbott guide wire was delivered to the vessel. (The proximal end of the wire had been cut off due to a kink in the wire). A 1.2 x 6 mm rx trek was advanced and met resistance with the lesion while advancing the catheter; however, it did cross the lesion. An attempt was made to pressurize the balloon, but the balloon would not inflate. The balloon was removed from the anatomy and examined. Fluid was observed leaking out the tip. A non-abbott balloon catheter was advanced and it also ruptured. A 2.0 x 15 mm rx trek was used to complete the procedure. The physician commented that the trek balloon catheter guide wire lumen may have been damaged by the cut guide wire. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.